Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded suspected false positive results on a 53 year old normal female with systemic inflammatory response syndrome. There was no additional patient information. Return product is not available. Method: I-stat, date: (B)(6) 2018, collected: 17:16, tested: 17:16, result: 35.8; architech, (B)(6) 2018, 09:46, 10:36, <1.2. Critical cut-off value: females 41-55 0.0-7.7 negative. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. It is suspected that the positive results on I-stat are potentially related to a heterophilic antibody but unconfirmed at this time. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 11/01/2018. A review of the device history records (dhrs) confirmed that the cartridge lots met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). Returned sample testing reproduced the customer's observation of high discrepant results. The data suggest the presence of heterophile antibodies acting as an interferent. While no deficiency has been identified for ss-hcg cartridge lots m18136b and m18158, potential non-conformance quality record (qr) 654170 was initiated to drive further interference mitigation activities.